Manufacturer narrative:
PMA/510k: this product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, low sensing, low pacing impedance, and high capture threshold were observed on the right ventricular (rv) lead. The physician suspected rv lead insulation damage to be the cause. During the rv lead revision procedure, no insulation damage was observed on the rv lead. The rv lead was capped and replaced to resolve the event. The patient was stable with no consequences.